Event description:
It was reported that four days post implantable pulse generator (ipg) replacement, t-wave oversensing (twos) was noted on the right ventricular (rv) lead. The rv lead was reprogrammed, but to no avail. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2021; 310c27 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.